Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead had noise. The patient was seen in clinic. Multiple noise reversion episodes were triggered, and noise could not be reproduced during isometric testing. Programming changes were made. The patient was asymptomatic and would continue to be monitored.